Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined at this time. Additional information was requested on 10/26/2011, 10/28/2011 and 11/04/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported patients with difficulty reading in dim illumination following intraocular lens (iol) implant surgery. He stated it is rare, but he has also seen decreased intermediate vision and night vision halos with this model lens. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first model iol.